Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found the mccb was tripped, rcd was showing red indicator and the connector x11 10amps fuse is blown in pdu module due to the presence of moisture content in m and b cabinet. To resolve the issue, fse replaced the connector x11 10amps fuse, confirmed no moisture content in m and b cabinet and checked the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.